Manufacturer narrative:
At the request of maquet sa, a new cap was sent to the customer in order to check the fit of the cap on the surgical light. We just received info specific to this eval. The results indicate the original and new cap sent were both able to be properly seated. The most probable root cause of the reported event is the rubber end cap was improper seating after maintenance. Maquet sa maintenance program recommendations includes regular inspection of all plastic covers and caps.